Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of sets leaking could not be verified due to the product not being returned for failure investigation. Device history record review for model mpx5302-c lot number 22079160 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that 3 bd maxplus¿ pressure rated extension sets with needleless connector and y-site leaked during use. The following information was provided by the initial reporter: "leak".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd maxplus¿ pressure rated extension sets with needleless connector and y-site leaked during use. The following information was provided by the initial reporter: "leak".